Event description:
Through journal article titled ¿strategy for salvaging infected breast implants: lessons from the recovery of seven consecutive patients," it was reported a patient experienced swelling with local heat occurred in the left breast 32 days post-op. 11 days later, broad-spectrum systemic antibiotics were administered. The patient did not respond to antibiotic therapy, and seroma with infectious findings was observed on radiography, including us and computed tomography. Treatment was provided with aspiration of seroma, antibiotic lavage, hematoma and necrotic tissue removal, and implant explanted. Mrsa was identified and the antibiotic was switched to meropenem.

Manufacturer narrative:
(B)(4). Implantation noted between (B)(6) 2012 to (B)(6) 2018. Article citation: yeo, hyeonjung, et al. ¿strategy for salvaging infected breast implants: lessons from the recovery of seven consecutive patients.¿ archives of plastic surgery, vol. 48, no. 2, 2021, pp. 165¿74. Crossref, doi:10.5999/aps.2020.01578. The events infection, seroma and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for removal: infection, seroma and necrosis.